Event description:
It was reported that an alert for atrial intrinsic amplitude out of range was generated for this atrial lead. Presenting electrograms (egm) showed appropriate device function, trends stable and no evidence of noise. There was previous evidence of undersensing of atrial fibrillation (af). The patient's physician was informed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.